Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical product: dvab1d4 defibrillator and 6935m55 defibrillator lead, implanted on (B)(6) 2017. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: no, device mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: no, device mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: no, device mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: no, device mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: no, device mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: no, device mfg date: 07/31/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred despite the ventricular assist device (vad) batteries having greater than twenty five percent charge capacity. The patient also reported hearing an "occasional beep." Lubrication servicing was done for the associated batteries. The controller and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) and six batteries (B)(4) were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed to mitigate the reported conditions and the batteries remained in use. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and batteries. However, the most likely root cause of the reported "occasional beeps" is most likely attributed to momentary disconnections between the controller and batteries. Additional products: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.